Event description:
The customer reported that during a total abdominal hysterectomy, the device jaws could not be re-opened and the device knife would not retract. The site contact was not able to provide info regarding if the device was applied to tissue when this occurred. There was no pt injury. The site has reported that the device was discarded after the procedure.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted.